Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient experienced an insulin flow blocked alarm event on (B)(6) 2026 with high blood glucose which lasted for four hours and treated with correction bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: austria